Manufacturer narrative:
This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4)

Event description:
It was reported that post device changeout, the impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead me asured as "none" when connected to the new device. The svc was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.